Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, (still implanted). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant products: modular head component p/n 163674 l/n 570550; collarless bi-metric porous stem; p/n x11-180313 l/n 340400. Multiple MDR reports were filed for this event. Please see reports: 0001825034-2017-07013, 0001825034-2017-07014.

Event description:
It was reported that post implantation, patient¿s left leg is five centimeters shorter than the right leg. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Model #: unknown. Manufacture date: unknown. Reported event was confirmed by review of medical records. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: bi-metric/x por nc lat 14x150 cat: x11-180314 lot: 166690, m2a-t univ 2-hole shl sz 41/54 cat: 15-103684 lot: 923020, m2a-taper liner sz 41/32 cat: 15-105004 lot: 876740. Device history record was reviewed and no discrepancies relevant to the reported event were found. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.